Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis experienced deflation post procedure. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on may 12, 2020. The complaint device was on the left side. When it was explanted it was replaced with a saline implant. Manufacturer¿s reference number: (B)(4).